Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Based on the original report, the cause of the issue was use error. As stated in the event description, a nurse recognized that the device was not properly used, since, the staff was not inserting the male end prior to twisting the luer lock. As per direction insert (B)(4) issue date: (B)(4) 2016, the male luer of syringe or administration set must be firmly pushed directly against one-link connector's luer activated surface and rotated until connection is secure. Then, the male luer adapter must be attached to vascular access device using a firm push and twist motion and then the luer lock collar must be engaged to prevent accidental disconnection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through three (3) one-link extension sets. These events occurred during patient infusion. The cause of the no flow was clarified as being the result of user error, staff not inserting the male end prior to twisting the luer lock. There was no patient injury or medical intervention associated with this event. No additional information is available.